Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing comes apart. Sometimes the patients coming from pacu have tubing that is disconnected. Although requested, no additional event and/or patient information was provided.